Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot: unclear information provided in aei, lot 9232007 was used for 338.200 and not for the alleged part 338.210. No DHR review possible at this point as lot of part 338.210 is not known. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary: visual inspection: the threaded part of the received connecting screw, short is bent as complained. Otherwise is the device in a good condition, no visible damages. Dimensional inspection: specification m4-6g / measured: 3.94mm = pass. Inner diameter: specification 2.6mm +0.05/-0.02 / measured: 2.64mm = pass. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused damage at the device, therefore no drawing/specification review is needed. Summary: the complaint is confirmed as the threaded part of the connecting screw is bent. The review of the manufacturing documents has shown that the device did pass a 100% function test after manufacturing. Based on that it can be concluded that the deformation of the thread did occur post-manufacturing. The exact cause cannot be defined based on the provided information. It can only be assumed that too much lateral stress during use did lead to this damage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Corrected data: brand name, common device name, concomitant medical products. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device reported: dhs®/dcs® coupling screw (part # 338.200, lot # 9232007, quantity # 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a guide shaft for a dynamic hip and condylar screw system was found bent. The issue was discovered at a decontamination unit. There is no patient involvement reported. This report is for one (1) dhs®/dcs® guide shaft. This is report 1 of 1 for (B)(4).